Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a that day a blood glucose greater than 500mg/dl, with shortness of breath, associated with an alleged power issue. Reportedly, the patient was hospitalized and treated by their healthcare provider with insulin via injection. During troubleshooting with customer technical support, it was revealed the pump had no power, and the battery cap was unable to tighten to the pump. The battery compartment yellow o-ring was visible. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.